Manufacturer narrative:
The insulin pump was received with a protruded loose drive support disk. This insulin pump has minor scratched display window, scratched case, scratched reservoir tube window, cracked reservoir tube lip and missing the end cap sticker.

Event description:
It was reported that customer was filling his tubing for his insulin pump and the drive support cap appears to rise up from the device. Customer was advised to immediately discontinue use of the device and revert to a back up plan. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).